Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope exhibited air/water flow issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, nozzle has foreign objects, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/ down knob is out of the standard value, a-rubber has a scratch, adhesive on bending section cover or distal sheath ( a-rubber) has a chip, light guide-bundle is slipping down, image guide protector has a chip, connecting tube has a scratch, connecting tube has a wrinkle, scope connector cover unit has a scratch, suction connector has a scratch, universal cord has a wrinkle, universal cord has a scratch, forceps channel port is shaved, grip has a scratch, forceps elevator (fe) lever has a scratch, fe knob has a scratch, up/down knob has a scratch, right/ left knob has a scratch, suction cylinder is shaved, switch 4 has wear, switch box has a scratch, control unit has a scratch, light guide-bundle is slipping down, a-rubber has a scratch, due to wear of angle wire, the play of up/down knob is out of the standard value, and the scope-cover has a scratch, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the reported issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series chapter 3 preparation and inspection . Gif/cf/pcf-290 series chapter 5 reprocessing of the endoscope (and related reprocessing accessories)¿describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.